Event description:
Customer reported that the rotator of the high pressure stopcock broke during angiography. A micro-catheter was connected. There was no report of harm or injury. Customer reported that 2 devices were defective but has not provided any additional information to enable us to report an additional form FDA 3500a report. Therefore, this single report will be submitted for the complaint.

Manufacturer narrative:
A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Evaluation method - device history record was reviewed. Complaint data base was reviewed. Conclusion - other, a follow-up report will be submitted when the device evaluation has been completed.